Manufacturer narrative:
Device received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, error test and displacement test or verify low batt alarm due to failed batt test alarm. Device had stripped battery cap coin slot (p).

Event description:
The customer's mother reported via phone call that the battery cap was stuck on insulin pump and cannot remove it. The customer's blood glucose was unknown at the time of incident. The device will be returned for analysis.